Event description:
Patient experienced a red, painful left eye. He reported removing his contact lens. Upon examination, he still had a lens in his eye. He reported he removed one lens, but may have had two lenses in. He recalls a contact lens being stuck to the bottom of his case and that may be why he put two lenses in. One of which could have been an avaira toric trial lens. It is unknown if that lens could have been part of the recall. Patient suffered severe corneal damage with multiple infiltrates. These infiltrates involved the peripheral cornea and not central. He continues to have multiple scars and corneal striae centrally and is unable to wear contacts. [Dose or amount: bc 8.5]. [Dates of use: (B)(6) 2011].